Manufacturer narrative:
(B)(4). Customer declined replacement product and advised that he is no longer using the trueresult meter, but instead is using a meter from another medical device manufacturer at this time. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison on (B)(6) 2016 at 07:31pm fasting of 90 mg/dl with trueresult meter and 132 mg/dl with alternate meter. The customer's expected fasting blood glucose test result range is 70 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is within the month of (B)(6). The meter memory was reviewed for previous test result history (date / time not set): (B)(6).